Manufacturer narrative:
Concomitant medical products: model mn10450-50a, drg lead therapy dates: unknown (unknown when the issue started for the patient). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02689. It was reported the patient experienced dehiscence of the lead insertion site with lead protrusion. Additionally, the patient stated they squeezed the site and pus came out of the incision. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the entire drg system was explanted.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02689.